Manufacturer narrative:
(B)(4). This report is being submitted retrospectively per FDA request.

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of product investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.